Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("got essure in left side, the right he ended up perforating the tube/ had to take her tubes out") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("got essure in left side,the right he ended up perforating the tube/ had to take her tubes out"). The patient was treated with surgery (had to take her tubes out). At the time of the report, the fallopian tube perforation and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and fallopian tube perforation to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("got essure in left side,the right he ended up perforating the tube/ had to take her tubes out") in a female patient who had essure (batch no. E24124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "bent tip during procedure". On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("got essure in left side,the right he ended up perforating the tube/ had to take her tubes out"). The patient was treated with surgery (had to take her tubes out). At the time of the report, the fallopian tube perforation and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and fallopian tube perforation to be related to essure. Most recent follow-up information incorporated above includes: on 10-jul-2017: quality safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.